Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 (mg/dl) with moderate level of ketones. The customer delivered a correction bolus to address the high bg. After troubleshooting with tandem's customer technical support (cts), the pump was found to be functioning as intended. However, it was discovered that the time was incorrect by one hour as the customer reported not changing the time on the pump after daylight savings time. Customer was able to successfully change the time with cts, and stated that the correction bolus was bringing bg level back down.